Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No moisture damage was found inside the insulin pump. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display anomaly. The customer changed the battery and the display returned, but the display was pixilated into dots and flashing on and off. The initial occurrence of the display issues occurred one year prior to the call and the display issues gradually worsened over time. The patient's blood glucose at the time of incident is unknown. The customer also received a failed battery test alarm. A battery change occurred but the letters appeared as dots and the screen was hard to read. The insulin pump was returned for analysis.